Event description:
During hip replacement surgery performed by dr.: the tip of the bone broach broke off and was noted in the post op x-ray taken in pacu. The doctor decided that nothing needed to be done at that time.